Event description:
It was reported by customer that accucath didn't safety. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that accucath didn't safety. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of needle retraction failure was confirmed. The product returned for evaluation was one 18g accucath ace. A gross visual inspection of the returned unit found that the needle was not retracted despite the button being in a pressed state. The guidewire was withdrawn into the housing and the guidewire tip was confirmed to be inside the needle. The guidewire was attempted to be advanced, however a large amount of resistance was encountered and the guidewire was unable to be moved. Microscopic inspection of the device found that a large amount of blood residue was present at the notch. The guidewire was partially pulled out through the notch using tweezers and a mass of coagulated blood was pulled out along with it. It is likely that the presence of coagulated blood prevented the guidewire from sliding through the needle shaft and consequently prevented the needle from retracting. H3 other text : evaluation findings in section h:11.